Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the little black trigger that attaches the cutting block fell off. Occurred when trying to detach cutting block from the insertion device after use."